Event description:
It was reported that during a meniscus repair surgery the suture of the device broke while pulling the knot. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number by switching the surgical technique. It was not necessary to do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-4501 was received for investigation. Visual inspection identified that no implants nor their associated suture construct were returned for inspection. No damage or breakage was noted across the ar-4501 assembly. The cannula was noted to be intact, and neither of the pushrod tabs had been dislodged. No problem found.